Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The following sections were updated: b4, b5, d2, g2, g3, g6, h1, h2, h6 and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that an un unknown time, the device took the skin graft too deep of a graft and the skin was shredded. Patient impact is unknown. Due diligence is completed. No further information is available.